Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity/anterior subcapsular cataract. Reportedly, "fibrin was observed obstructing the central port, which was raising intraocular pressure. It was decided to apply a yag laser shot, which ended up impacting the lens and causing a cataract." Cause of the event was a user error. The surgeon will continue to monitor it's progression.

Manufacturer narrative:
. (B)(4).